Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting with the customer determined that the AED had been stored on a vessel at sea without proper environmental protection. The device was requested to be returned for further evaluation. Upon evaluation, heavy oxidation was observed on all internal boards and components. The damage was consistent with exposure to high humidity and salt air, indicating storage outside the environmental conditions specified in the device's instructions for use (IFU). The observed condition is attributable to improper storage and maintenance.